Event description:
It was reported that this right ventricular (rv) lead had dislodged one day post implant. Subsequently, this patient underwent a revision procedure, and this lead was successfully repositioned. No additional adverse patient effects were reported. This complaint is associated with the appraise atp study, clinical study ID: c1924. Please note: this supplemental report is being issued to provide updated patient information, including a patient identifier.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had dislodged one day post implant. Subsequently, this patient underwent a revision procedure, and this lead was successfully repositioned. No additional adverse patient effects were reported. This complaint is associated with the (B)(6), clinical study ID: (B)(6).